Event description:
The patient reported that the battery is not holding charge. There was no reported impact to the customer¿s blood glucose level. The patient declined further troubleshooting, and the case was closed by the support team.